Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
The doctor said that the tool is straight. When in use, it is easier to contact greater trochanter and causes the fracture.this had happened several times.

Manufacturer narrative:
Additional mfg narrative -complaint history review: there has been 01 other event for the lot referenced. An event regarding intraop fracture involving a accolade inserter was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been 01 other event for the lot referenced. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The doctor said that the tool is straight. When in use, it is easier to contact greater trochanter and causes the fracture. This had happened several times. On (B)(6) 2017: periprosthetic fracture of the greater trochanter occurred.

Event description:
The doctor said that the tool is straight. When in use, it is easier to contact greater trochanter and causes the fracture. This had happened several times. On (B)(6) 2017: periprosthetic fracture of the greater trochanter occurred.